Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported as generalized feedback that clinician has experienced the devices shutting down with "no warning". Customer reports that the devices were plugged in but still shut down. Customer stated she has some issues with hospital power outlets. There was no information on patient involvement. This was generalized feedback reported to on site manufacturer representative during a site visit. There was no information on specific events, or specific modules and no further information is available. No devices are available for return.